Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse identified that the frame grabber card failed in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc, the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the allura system did not boot up successfully. The system was not in clinical use. No harm was reported. Philips has started an investigation of this complaint.